Event description:
It was reported that the patient had a return of symptoms after injury. The patient recently had trauma to this thoracic area with blunt force. The patient reported "my grandson kicked me in the back." The pump contents were greater than expected, at the last pump refill the contents were greater than 30ml. The pt did not receive the daily dose as prescribed. The catheter could not be aspirated. The rotor study was normal. The pump was explanted. The patient recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.